Event description:
Revision of hip components due to suboptimal orientation of the acetabular. The surgeon does not consider revision to be device related. This event reported was received through clinical data collection activities. This event took place outside of the united states, in (B)(6).

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.